Manufacturer narrative:
H3: product analysis :evaluation determined that the allegation of defect in the ball bearing was confirmed. The likely cause of failure was due to broken distal bearing. It was noted that the distal bearing was detached which made it impossible to insert the bur in the attachment. Also the inside of the tool channel was worn, leg was scratched / dented / scored, color band and laser markings were illegible/faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was defect in the ball bearing. At the time of report, there was no impact to the patient.